Event description:
It was reported that the patient was receiving stimulation intermittently for about 2-3 months. He would like to feel it all the time, not just positionally. It was also reported that when he was lying down, the "plate" (recharging antenna) gets "real warm." When the patient went through security/theft detectors/ he felt like he was being "poked." He had pain in his hands now and was wondering if the physician could implant for that. He did try to turn his stimulation up so much that he "almost paralyzed" himself. The patient had an appointment to see his physician on (B)(6) at 1:30pm. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had turned his stimulation "really low" because it was "bothering him from his buttocks down through his hips." Even though the patient turned down the stimulation, it was still "bothering" him. It was stated that this has been going on since he was last "adjusted" in (B)(6) 2012. It was reported that "it had worked at first but now it was uncomfortable." It was reported that the patient was on program 3 at 2.0v and "he turned it down to 13." It was discussed that, that was actually going higher, but the patient stated he did decrease it. It was not clear if stimulation was decreased or not. It was stated that the patient has an appointment scheduled to meet with his doctor on (B)(6) 2013. It was reported that the patient has had a burning sensation in his hands and fingers ever since he was diagnosed with neuropathy, but the date of the diagnosis was not stated. Further information has been requested but was not available at the time of this report. If more information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009,: product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37092, lot# 227180002, implanted: (B)(6) 2009, product type: accessory. (B)(4).